Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. During analysis, it was determined there was physical damage to the right angle extension cable at the back of the unit. It was determined that this was the cause of the reported incident.

Event description:
It was reported that the power supply cord for the patient electronic unit had exposed wires and sparked. The unit was replaced. During investigation the fray was noted to be on the power extension cable at the back of the patient electronics unit.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.